Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she dropped the insulin pump and that it started making a constant noise but that it began to work again. Customer declined troubleshooting. No blood glucose reading was given. Nothing further was reported.